Event description:
This is a supplemental report to provide additional information regarding the procedure and the patient. Procedure: therapeutic single balloon enteroscopy. No other devices were involved in the event. The procedure was not completed. The device failed at the beginning of the procedure.

Event description:
It was reported that during an unspecified therapeutic procedure, when the foot pedal was pressed to inflate the balloon, the balloon over inflated to 10 kilo-amps. Subsequently, the patient experienced perforation. Additional information is unavailable at this time. The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.